Manufacturer narrative:
The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope cable connector was visually inspected and found with costumer labels/marks. During inspection of the endoscope cable connector, the housing exhibited customer labels or marking added. The root cause for cable connector ¿ laser marking issue is typically attributed to mishandling/misuse. The endoscope was also visually inspected and found with minor cut to the cable insulation. The damage was located at zone c near the endoscope housing. The root cause for camera cables - cut is typically attributed to the mishandling/misuse, such as improper handling of the cable during use or in reprocessing. The endoscope was tested and placed on an in-house system or equivalent for camera cables due to an electrical failure on the endoscope cable. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed with no image.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start post-anesthesia of a da vinci-assisted hemicolectomy surgical procedure, the customer rotated the 30-degree endoscope plus instrument and it flipped from down to up into a split screen (left and right sides show same image). The color of the screen was greenish, like a rainbow. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue happened while placing ports and consisted of a green screen followed by a split screen view when the customer flipped the endoscope to the up position. The patient was not docked as it happened while placing ports. The endoscope was not installed on the robotic arm yet, it was not used during the procedure as the issue was resolved by switching to a different endoscope to continue. The endoscope was manually rotated before the surgeon got to the surgeon side console (ssc). It was confirmed there was no injury to the patient.